Manufacturer narrative:
The complaint states the reported products (550701, 522027, 521525, and others: unknown item no.) Were used for the revision surgery operated on (B)(6) 2017. Tha was done in the hospital in question on (B)(6) 2001. After that, orif was done because of vertical fracture in the great trochanter caused by the falling of the patient. The revision was done followed by successive subsidence of the s-rom along with the sleeve due to metallosis caused by the cable used during the above orif operation. The head, stem, and sleeve were removed and the liner was replaced in the revision surgery. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision was done followed by successive subsidence of the s-rom along with the sleeve due to metallosis caused by the cable used during the above orif operation.